Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device are two pieces of extremely thin metal wire. One piece s partly v-shaped and measures 1.1 x 2.0 cm and less than 0.1 cm. The remaining fragment is a 24.0 cm, less than 0.1 cm wide piece of wire."), fallopian tube perforation ("perforation (fallopian tube(s))/ failure to occlude (close) fallopian tube(s)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain") in a 46-year-old female patient who had essure (batch no. 958705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine polypectomy and tubal ligation. On (B)(6)2012, hysterosalpingogram (hsg) - unilateral occlusion (left tube occluded), patency of the right fallopian tube. On (B)(6)2012, specimen(s) received a: essure device, b: endometrial polyp. Clinical diagnosis and history: malfunction iud. Gross description: specimen a received fresh labeled "essure device" are two pieces of extremely thin metal wire. One piece is partly v-shaped and measures 1.1 x 2.0 cm and less than 0.1 cm. The remaining fragment is a 24.0 cm, less than 0.1 cm wide piece of wire. Diagnosis: designated essure device: iud. Gross only. Designated endometrial polyp: small lower uterine segment polyp. Late secretory endometrium. On (B)(6)2013, ultrasound pelvic, findings: echogenic areas in the expected location of the proximal fallopian tubes may represent essure coils. Impression: 1. Trace amount of free fluid, which may be physiologic. 2. A 2.5 cm right ovarian cysts. Concurrent conditions included hypothyroidism, uterine bleeding, uterine polyp, dizziness, nausea, cramp in lower abdomen, ovarian cyst and body mass index normal. Concomitant products included levothyroxine since 1991. In (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced hypersensitivity ("heightened allergic respones"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced fatigue ("fatigue"), vaginal infection ("multiple vaginal infections/ vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). On (B)(6)2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"), 5 months 5 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (dilation and curettage, novasure endometrial ablation, hysteroscopic removal of right essure implant on (B)(6)2012). At the time of the report, the device breakage, fallopian tube perforation, menorrhagia, pelvic pain, fatigue, hypersensitivity, vaginal infection, vaginal haemorrhage, dysmenorrhoea, migraine, headache and allergy to metals outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered allergy to metals, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Patient had right tubal occlusion with falope rings and removal of device in one tube on (B)(6)2012. After deployment, there were four or five coils visible. There were about three coils visible after deployment. Essure device are two pieces of extremely thin metal wire. One piece s partly v-shaped and measures 1.1 x 2.0 cm and less than 0.1 cm. The remaining fragment is a 24.0 cm, less than 0.1 cm wide piece of wire. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage and also confirmed events dysmenorrhoea, menorrhagia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ failure to occlude (close) fallopian tube(s)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain") and device breakage ("essure device are two pieces of extremely thin metal wire. One piece s partly v-shaped and measures 1.1 x 2.0 cm and less than 0.1 cm. The remaining fragment is a 24.0 cm, less than 0.1 cm wide piece of wire.") In an adult female patient who had essure (batch no. 958705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine polypectomy and tubal ligation. Concurrent conditions included hypothyroidism, uterine bleeding, uterine polyp nos, dizziness, nausea, cramp in lower abdomen and ovarian cyst. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hypersensitivity ("heightened allergic respones") and vaginal infection ("multiple vaginal infections/ vaginal infection"). On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysteroscopic removal of right essure implant on (B)(6) 2012.), surgery (dilation and curettage, novasure endometrial ablation). At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, device breakage, fatigue, hypersensitivity, vaginal infection, vaginal haemorrhage, dysmenorrhoea, migraine, headache and allergy to metals outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered allergy to metals, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Patient had right tubal occlusion with falope rings and removal of device in one tube on (B)(6) 2012. After deployment, there were four or five coils visible. There were about three coils visible after deployment. Diagnostic results: on (B)(6) 2012, hysterosalpingogram (hsg) - unilateral occlusion (left tube occluded), patency of the right fallopian tube. On (B)(6) 2012, specimen(s) received a: essure device, b: endometrial polyp. Clinical diagnosis and history: malfunction iud. Gross description: specimen a received fresh labeled "essure device" are two pieces of extremely thin metal wire. One piece is partly v-shaped and measures 1.1 x 2.0 cm and less than 0.1 cm. The remaining fragment is a 24.0 cm, less than 0.1 cm wide piece of wire. Diagnosis: designated essure device: iud. Gross only. Designated endometrial polyp: small lower uterine segment polyp. Late secretory endometrium. On (B)(6) 2013, ultrasound pelvic, findings: echogenic areas in the expected location of the proximal fallopian tubes may represent essure coils. Impression: 1. Trace amount of free fluid, which may be physiologic. 2. A 2.5 cm right ovarian cysts. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage and also confirmed events dysmenorrhoea, menorrhagia, headache. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical record received:reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events vaginal infection was clubbed with previously reported event. Events menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, headache, allergy to metals, fallopian tube perforation, device breakage were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, 10 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), hypersensitivity ("heightened allergic response") and vaginal infection ("multiple vaginal infections"). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (underwent procedure to remove essure). Essure was removed in 2012. At the time of the report, the pelvic pain, fatigue, hypersensitivity and vaginal infection outcome was unknown. The reporter considered fatigue, hypersensitivity, pelvic pain and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.